Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "these were results of patients clinical condition and in no way related to impella use. Pump is not available for return."

Event description:
It was reported that a patient implanted with an impella cp experienced hemodynamic instability and bradycardia. The patient was treated with medication and a temporary pacemaker was implanted. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The root cause of the bradycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.